Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficult to remove from the anatomy resulting in tissue injury and failure to grasp the leaflets appear to be due to procedural circumstances. Tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw was inserted and deployed on the mitral valve. To further reduce mr, an xt clip was inserted, but while in the left ventricle (lv), the clip because caught in chordae. Troubleshooting was performed and the clip was able to be freed. However, it was observed that a flail had occurred. Due to the flail, the leaflets were unable to be grasped. Therefore, the clip was removed, and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.